Event description:
Dexcom g7 glucose sensors - I have been having about a 50% failure rate for these. Sometimes during use, sometimes before the sensor could even get up and running. Dexcom has always replaced the faulty sensors, but why so many? Any company with a 50% failure rate of a product should be concerned. For me so far, it has mainly been an inconvenience.